Event description:
It was reported when using the unspecified bd pegasus catheter there was leakage. The following information was provided by the initial reporter and translated to english. The customer stated: before puncture and when performing an intravenous infusion, leakage was found with the indwelling needle in the exhaust. The indwelling needle was replaced."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Event description:
It was reported when using the unspecified bd pegasus catheter there was leakage. The following information was provided by the initial reporter and translated to english. The customer stated: before puncture and when performing an intravenous infusion, leakage was found with the indwelling needle in the exhaust. The indwelling needle was replaced."